Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following a glaucoma filtration device (gfd) implant procedure, the device was removed and the patient was in need of a corneal transplant. Additional information was received by the same reported that, the patient had migrating of device. Surgeon did trimming procedure which did not help and ultimately explanted device. Surgeon notified staff that patient will need corneal transplant due to the edema and damage caused by the device. Additional information was requested.